Event description:
Incision made by surgical and trocar put in place, when surgeon went to blow up balloon, trocar pulled out of incision. Surgeon checked trocar balloon and it would not stay inflated. Trocar removed from surgical field.